Event description:
A hospital in (B)(6) reported a patient was implanted with a 2.4 mm locking mandible reconstruction plate on an unknown date approximately 4 years ago. An x-ray taken on an unknown date shows the plate has broken. The plate was used to span a gap without a bone graft due to patients terminal condition. The surgeon has not determined if a reoperation to remove the broken plate will take place due to patient's current state of health.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.